Manufacturer narrative:
(B)(4).

Event description:
It was reported that high hv lead impedance was observed via a merlin.net transmission. The patient was asymptomatic. Further testing was recommended. The lead will be monitored.